Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-july-2018 with the following findings:. It was confirmed that there was visible moisture and corrosion in the battery compartment. The battery compartment was cracked on left side of the grip pad. The leak test failed due to leak from the battery compartment crack. The pump was opened and no moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the battery compartment. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.